Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. A company clinical analyst reviewed the case and stated the following: the report indicates that non-valved, or open trocars were being used at the time of the reported event. It is also noted that the choroidal detachment occurs at a time where instruments are not in the eye. These statements imply that the trocars were unoccupied during the reported event, potentially allowing fluid egress from the open globe. Fluid egress through trocars may in turn contribute to a lowering of intraocular pressure. Best practices in vitreoretinal surgery include using trocar plugs to seal scleral incisions that are not in use to prevent incision leakage thereby maintaining stable intraocular pressure. It has not been confirmed if trocar plugs were in use at the time of the reported event, therefore causes of the reported event cannot be determined at this time. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A surgeon reported that a patient experienced a spontaneous choroid detachment during a procedure to repair a macula hole. The event occurred toward the end of the procedure when there were no instruments in the eye. It was noted that a non-valved 23g device was used. No variations in intraocular pressure were noted. The surgeon aborted the remaining portion of the procedure to avoid worsening the detachment. Additional information was received indicating the event had resolved and a second procedure will be performed to complete the macula hole surgery.